Event description:
Complaint alleged that while attempting to treat a (B) (6) male pt who was in cardiac arrest, the device's main knob was missing and the device was unable to power on. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for evaluation and this complaint is still under investigation.